Event description:
The complainant reported a 73 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, a dissection in the impella inserted artery occurred, as evident by a large hematoma. The pump was removed and intervention was required via a covered stent to resolve the injury.

Manufacturer narrative:
The impella device was received from the customer and an evaluation is underway. A supplemental MDR will be filed at the conclusion of our analysis.

Manufacturer narrative:
The pump was returned with no damage observed. The introducer was not returned. We are unable to definitively determine the root cause of the reported injury.